Manufacturer narrative:
Plant investigation: the reported symptom code (powers down) was confirmed. The reported symptom code (can't turn on cycler) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. The voltage check failed. Failure due to a blank screen caused by a burnt inverter board. Inverter board was replaced with a known working inverter board. The functional/display test failed. After installing the known working inverter board, the lcd screen remained blank. Failure was due to the lcd display. After installing a known working front panel, the display was responsive. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient contact requested technical support after encountering a powered down cycler during the patient¿s previous night¿s treatment. After attempts at troubleshooting, a replacement cycler was arranged. The patient was advised to contact the peritoneal dialysis nurse. The patient reported completing treatment. Follow up with the patient indicates that the patient did not experience any complications as a result of the alleged event.